Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged intermittent power issue. No further information was available. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2016 with the following findings: the review of the black box data showed no evidence of power reboots in the pump history. There was no evidence of physical damage to the battery compartment threads. The battery cap was not returned for investigation. A test cap was able to properly secure to the pump. The intermittent power complaint was not duplicated during the investigation. The pump was exercised for 24 hours with no intermittent power issues occurring; no defects were found.